Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that cuts were noted on the white cable of the system controller. The primary controller was changed. No additional information provided.

Event description:
Related manufacturer report number: 2916596-2021-07188.

Manufacturer narrative:
Manufactures investigation conclusion: incidental findings: tear in the black power cable lead. Additionally a loss of external power was observed in the extracted log file (addressed under MFR # 2916596-2021-07188). The reported event, of a damaged power cable lead on the system controller, was confirmed when the returned unit was evaluated. The outer jackets of both white and black power cable leads were damaged exposing some shielding. The patient replaced the controller without any issues and returned it for evaluation. The returned controller was functionally tested and the log file downloaded. Flexing the power leads around the damaged area resulted in power cable disconnect faults. The log file downloaded from the controller contained approximately 15 days of patient event data. The patient appeared to be managing their external power sources properly using fully charged batteries in pairs and their ac external power source for extended rest periods. There were lcd faults and loss of external power events in the log file; the events resolved without intervention. The reported event of damaged power cable leads on the controller was confirmed. However, the root cause of the damaged was not determined in this investigation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. The system controller (sn: (B)(6) ) manufacturing date on the unit¿s packaging label was apr 3, 2020; the use by date on the package label was apr 3, 2023. The system controller was shipped to the customer with on aug 3, 2020. The system controller was issued to the patient on (B)(6) 2020. System controller warnings, alarms and the actions to be taken as a result of the alarms are described in the heartmate ii lvas patient handbook ((B)(4) rev c p.183 - alarms and troubleshooting). The heartmate ii lvas patient handbook instructs users to use precautions handling the driveline and power lead cables. Specifically, the cables should not be twisted, kinked and severely bent so as to damage the internal wires. Also, precautions should be taken not to damage the external outer jackets of the cables (cuts, marring and crushing). The heartmate ii lvas patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.